Manufacturer narrative:
(B)(6). The actual device as returned for evaluation. Reliability engineering evaluated the device and observed that the device had vibration and was getting hot. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device was running hot. It was not reported that the malfunction occurred during surgery. It was not reported that there were injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.